Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in-clinic for a one month check-up following implant, dislodgement was observed under fluoroscopy. The patient was asymptomatic. The lead was repositioned and remains implanted. The patient was recovering from surgery without complications.